Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Two devices were received without the original packaging. Per visual inspection, no visual defects were found. The complaint was not confirmed. No other analysis was performed. No root cause could be determined since the complaint was not confirmed, the returned devices do not show the failure mode reported, the units work as expected, no failure identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an oxygen-dependent patient with complete atrioventricular canal with unfavorable evolution after surgery on (B)(6) 2023 has been ventilated on a tracheostomy cannula since (B)(6) 2023. When changing the cannula, the professionals have difficulty with the balloon, which does not inflate in a consistent manner. There was delayed resumption of ventilation, with deep desaturation (17%) and bradycardia at 80bpm. Change of cannula from the same batch, which inflates better. Professionals did not massage the balloon before attempting inflation with ppi water. The outcome of the event was resolved. A second cannula was documented on (B)(4).